Event description:
It was reported that there was varying high voltage impedance, with high impedance up to 254 ohms. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that both high voltage coil impedances have fluctuated since implant. The lead remains in use. It was further reported that there were high rv and svc coil impedances. When the svc coil was turned off, the rv coil impedance became variable. The lead was capped and replaced. It was also reported that there was a question as to why the longevity was at just over three years. The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.